Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient regarding an external device. The reason for the call was that the patient programmer was not communicating with the ins. They were not feeling stimulation and wanted to increase stimulation because the device was not helping with their symptoms. They attempted communication with and without the antenna and were getting the poor communication screen. It was reviewed if the patient was still getting the poor communication screen with the replacement programmer they would need to follow up with the healthcare provider to have the ins checked. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. They reported that after replacing the patient programmer, the issue is still not resolved. The cause to the lack of stim is unknown.